Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's audiologist called and reported that her pt had been reporting poor sound quality with her device. She had the pt come in for troubleshooting. The audiologist switched out all external equipment with her loaner equipment very methodically to see if she could correct the problem. The pt would initially say that it sounded better; however, ultimately a gurgling sound would return. Testing confirmed that the device has malfunctioned.